Event description:
Pta: the target lesion was external iliac artery (side unk). The patent was male, but age was unknown. There was mild calcification and vessel tortuosity, the rate of stenosis was 90%. The target lesion was crossed with .014" guide wire (dejavu) through 6f sheath introducer (terumo), and ivus was performed. Aviator plus balloon catheter (424-5040w, r0109190, complaint product) was delivered for dilatation to treat re-stenosed stent (smart control). The balloon ruptured at 4atm during the inflation. The aviator plus was removed from the patient body without difficulty. Another balloon (424-6040w, 6mm) was used, and the procedure was completed successfully. There was no adverse event and the patient is in stable condition. No further information is available.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2009-01706. The product is available, but has not been received as of the initial report. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.